Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that she overcorrected because of a high reading she had the night before. The customer had a low reading of 50 mg/dl due to over correcting. The customer had an argument and had orange juice thrown in her face. The customer removed her pump and left the pump in the bathroom while she was in the kitchen. The customer stated that she received a lost sensor alarm. The customer also spoke of incidents where she removed the reservoir from the pump which caused high readings. The customer will call back in two weeks.